Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2007, and left total hip arthroplasty on (B)(6) 2008. Legal counsel for patient reported patient underwent left hip revision procedure on (B)(6) 2013, due to patient allegations of elevated metal ion levels, pain, metal wear, and metal poisoning. There has been no reported revision to patient's right hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-03689 / 03691).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2014-03689 /-036890 /-03691 /-05805).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2007, and left total hip arthroplasty on (B)(6) 2008. Legal counsel for patient reported patient underwent left hip revision procedure on (B)(6) 2013, due to patient allegations of elevated metal ion levels, pain, metal wear, and metal poisoning. There has been no reported revision to patient's right hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2013 due to pain. Operative report noted the presence of osteolysis, hemorrhage related to paget's disease and lack of bone ingrowth on the acetabular cup. The modular head and acetabular cup were removed and replaced.